Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.

Event description:
During the procedure, the driver tip twisted while implanting a screw. An additional driver was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual review of the returned device identified a twisted tip; therefore, the complaint is confirmed. No applicable dimensional analysis could be completed with the damage to the instrument. The root cause of the failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. Root cause was determined to be design related. Corrective and preventive actions have been initiated to address the reported issue.